Event description:
Smiths medical international ltd., has been notified of one event of the pt taken care of at home and visitis pediatric outpatient once a week to have her trach tube replaced. The pt had the tube replaced and the next night her mother noticed something wrong with the pt and found the flange of the tube had come off the tube. The tube remained on the stoma without falling down into trachea. The mother pulled the remaining tube out of the stoma and inserted a 100/506/035 tube. No adverse outcome to pt. Event occurred at med ctr.